Manufacturer narrative:
Age or date of birth : average. Sex, ethnicity : majority. Date of event, implant date : estimated. The unique device identifier (UDI) is unknown because the part number was not provided. The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. In this case, there was no reported device malfunction associated with the supera self-expanding stent system (sess). The reported patient effects of myocardial infarction, dissection, thrombosis, embolism, occlusion, ischemia, perforation, and surgical intervention are listed in the supera instruction for use as known potential patient effects associated with the use of the device. The unexpected medical intervention and hospitalization were related to case circumstances. Based on the information reported through the post market clinical follow-up evaluation report (pmcf), a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported through a post market clinical follow-up evaluation report (pmcf) that the supera stent delivery system may be related to cardiac complication, myocardial infarction, pulmonary complication, renal complication, access site complication, thrombosis, embolization, dissection, perforation, amputation, surgical and/or interventional retreatment, and occlusion. Details are listed in the attached article, ¿post market clinical follow-up evaluation report peripheral self-expanding stents¿.